Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited an increase in pacing threshold measurements. It was determined the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Event description:
This lead was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the proximal shocking coil was stretched at the proximal end. The helix mechanism was fully retracted and could not be extended due to dried body fluid in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations.